Event description:
A complaint of imprecise sequential readings was rec'd on a customer's precision xtra blood glucose meter. The customer obtained readings of 1.1 and 8.3mmol/l within a 4 minute timeframe. When plotting each of the readings against the average on a parkes error grid, the results fall in the 'c' zone. The 'c' zone result shows the difference to be clinically significant.